Event description:
Freestyle libre 3 plus system, first time with this brand my sensors were wrong every time by 20 to 50 points. One night it went off 4 times saying low so I doubled checked it with my finger tester and the next day with a new sensor same thing. So, I looked it up online, found recall. But my sensor numbers are not on the recall list, my sensor numbers are, (B)(6)